Event description:
It was reported that the patient ams ambicor penile prosthesis removed and replaced with ams 700 cx inflatable penile prosthesis due to unspecified reason. Additional information received stated that the cylinders could not be inflated and cause of it was not determined. The ipp was implanted, activated, the patient satisfied with the outcome of the operation.